Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of high voltage therapy deliveries were confirmed in the laboratory via review of diagnostic data. The patient was experiencing vt. The device was tested on the bench and no anomalies were found. The device was found to be normal.

Event description:
It was reported that the patient presented to the emergency room with complaint of not feeling well. It was suspected that the patient received inappropriate atp and high voltage shock therapy. The device was explanted and replaced due to normal eri. Patients condition is stable following procedure.